Event description:
It was reported to MFR that the site was attempting to use the hand held computer, however, the device would not power on. The hand held had been charging for at least an hr and the green power light was not on indicating that the device was charging or fully charged. Troubleshooting was performed which included changing the power outlets, verifying that the connections were all secure, and performing a hard reset, however, the device would still not power on. A new hand held was sent to the site. The non-working hand held and serial adapter cable have been returned to MFR, and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.